Manufacturer narrative:
Evaluation summary one device was received for evaluation. This device had not been used in the treatment or diagnosis of the patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no loose or damage components on the exterior of the device. The alleged small disengaged metal piece was not returned for investigation. The reported condition was not confirmed. The device was disassembled and investigation did not find any loose or damage component on the returned device. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while they prepared for surgery the nurse took out the instrument from the packaging and a small metal piece fell off the instrument. They changed it for a new instrument. There was no patient involvement.